Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with motor error alarm on their insulin pump. The customer states they were rewinding the device when the alarm occurred. The customer's blood glucose level at the time of incident was 180mg/dl. The customer states they received compromised force sensor system alarm. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. No motor error alarm was noted. The motor was tested outside of the device and passed. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a corroded battery tube.